Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. There was no device malfunction. Electrode belt sn (B)(4) has not been returned. Device mfg date: monitor, sn: (B)(4) - 06/2013. Electrode belt sn (B)(4) - 02/2014.

Event description:
A zoll distributor reported that a (B)(6) male patient passed away on (B)(6) 2014. The patient's daughter reported that the lifevest treated the patient. The patient was transported to the hosp by ems where he was pronounced dead. On (B)(6) 2014, the lifevest detected vt (221 bpm) and delivered a treatment at 13:43:40. The treatment converted the arrhythmia to atrial fibrillation (af). A second 150j treatment during af with nsvt was delivered at 13:44:15. The post-shock rhythm was vt (234 bpm) nsvt contributed to the false detection. A third 150j treatment was delivered at 13:44:41 during vt (223 bpm). The post-shock rhythm was af that degraded to vt. Two additional treatments were administered at 13:45:03 and 13:45:25 during vt. The two final treatments were unable to convert the arrhythmia. At 13:45:34, the arrhythmia spontaneously converted to atrial fibrillation. The lifevest was shutdown at 14:58:41 on (B)(6) 2014. The exact time of death is unk, as it is reported that the patient passed on (B)(6) 2014.